Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized due to infection in her hands. Customer's blood glucose was 101 mg/dl. Customer's hands were swollen. Customer was wearing the device at time of hospitalization. Customer's blood glucose went up to 400 mg/dl after the surgery. No troubleshooting was done. Customer will not be returning the device for analysis.